Event description:
It was reported that when patient presented remote via merlin.net transmission, atrial undersensing was observed on episodes of non-sustained lead noise. Patient was asymptomatic. Recommended programming changes were made. Patient is stable.